Manufacturer narrative:
A specific root cause could not be identified. A general reagent issue was not suspected as the provided calibration and qc data was acceptable. The floating "white pieces" found in the sample most likely caused or contributed to the event. These pieces could have affected the sample during preanalytics or interfered during the pipetting of the sample. From the information provided, the nature and/or origin of these "white pieces" could not be identified.

Event description:
The customer received a questionable free thyroxine (ft4) result for one patient sample. The initial result was 63.1 pmol/l. The sample was repeated on (B)(6) 2014 on another analyzer and the result was 17.1 pmol/l. The repeat result for the sample from the original analyzer was 16.3 pmol/l. The erroneous result was not reported outside the laboratory. The patient was not adversely affected. The ft4 reagent lot number was 177593. The expiration date was requested, but was not provided. "White pieces" were found floating inside the patient sample.

Manufacturer narrative:
This event occurred in (B)(6).